Event description:
It was reported that patient had a right hip revision due to acute periprosthetic joint infection. No further information available due to hospital policy.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident shell 13h 62mm; cat # unk_jr; lot # unknown, trident lp screw 6.5x20mm; cat # unk_jr; lot # unknown, trident lp screw 6.5x25mm; cat # unk_jr; lot# unknown, mdm cocr 48g liner; cat # unk_shc; lot # unknown, restoration modular hip system; cat # unk_shc; lot # unknown, 23mm mod rev hip bdy/blt +20mmcomponent level 9006-1-223; cat # 6276-1-223; lot # 82851801, delta v-40 ceramic head 28/0; cat # 6570-0-128; lot # 86829203. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.